Event description:
In june 2005, the patient reportedly fell and hit their head. In 2005, the patient while wearing the sound processor reportedly had no sound perception. The patient was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device to be scheduled.